Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Medical device lot #: an invalid lot # of 20220208 was provided by the initial reporter. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd¿ pressure set 15¿m bcv priming caps 185cm experienced leakage. The following information was provided by the initial reporter: the device doesn't work properly (leakage). The set did not run on the pump. It was kind of blocked and as a result the chamber ran full so it leaked. This happened in approx 80% cases.